Event description:
Customer reported a button error alarm. The customer's blood glucose was 160 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted during testing. The insulin pump had intermittent button response due to corroded up and down keypad traces. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, scratched reservoir tube window and a stained end cap sticker.